Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called on (B)(6) 2025 stating that their system controller alarms on the mobile power unit (mpu) so they have to stay on batteries at all times. The healthcare provider did a test to see if the controller beeped when there was tension on the power cords and it was confirmed that the controller beeps with the tension. The alarms were also occurring on the power module. X-rays of the driveline were taken. The patient went to do a controller exchange and the driveline was stuck in the controller. Log files were sent for review and showed constant power cable disconnects on the black lead of the controller showing zero for the power lead voltage (rsoc). Tech services was onsite on 16apr2025 to dismantle the controller to release the stuck driveline. They first tried pressing hard on the red release button with blunt end pliers. This was able to release the driveline with no issues. There was notable green ooze on the end of the metal connector prior to being reconnected to another controller. The ventricular assist device (vad) coordinators were told that the end would need to be cleaned off once the patient could tolerate the pump being off for several seconds.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the reported events of an atypical power cable disconnect alarm, the driveline being difficult to remove from the controller, and fluid ingress within the controller, were all confirmed. The provided log file captured many atypical power cable disconnect alarms on 15apr2025 correlating to the controller¿s black power cable. The pump operated as intended throughout the data despite the alarms. The system controller (serial number (B)(6)) was returned with its housing opened due to being taken apart so that the patient¿s driveline could be removed. Fluid ingress was observed within the controller¿s housing, in and around the driveline connector, driveline release button, interior power cable connectors, and on the exterior of the white power cable connector. The controller was reassembled and was functionally tested. An atypical power cable disconnect alarm correlating to the black cable became active, consistent with log file data. The controller was able to operate a mock loop as intended throughout all testing. The atypical alarm resolved upon replacing the controller¿s power cables with test cables. A small puncture was observed on the original black power cable¿s outer jacket with traces of fluid around it; the cable jackets were stripped, and fluid ingress was observed throughout both cables. The small puncture in the black cable could have allowed fluid to accumulate within the cables and controller, and the fluid ingress was found to have damaged the cables¿ inner wiring in a way that would have caused the atypical alarm to occur. Due to the fluid around the driveline connector assembly, the driveline release button was difficult to press; however, the button was able to be pressed with increased force. The root cause of the reported events was determined to have been fluid ingress within the controller¿s power cables and housing, which caused atypical alarms to occur, and which caused the driveline¿s release button to become difficult to depress. The root causes of the fluid ingress within the controller, or the damage to the black power cable which could have allowed fluid to accumulate, were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ instructs users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. This section also instructs users on how to properly disconnect the driveline from the system controller. The pump will stop when the driveline is disconnected; users are instructed to call their hospital contact for any questions. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported alarms from their system controller on the power base unit (pbu), so they switched to battery power long-term. It was noted that the patient's old pbu was replaced (B)(6) 2024 for the same issue. The alarm was reproduceable, with the device beeping when, with the controller hooked up to batteries, and the battery in the "up" position (battery clip on the bottom), tension was applied to the power cables. An x-ray of the patient's driveline was taken. The patient underwent a controller exchange, and the driveline became stuck in the old controller and the red button unable to be depressed, with the engineer having to "take it apart and degoop" the driveline, and this was noted to have happened before ((B)(6)). Technical services was onsite 16apr2025 and dismantled the exchanged controller, releasing the driveline by pressing on the red release button with blunt-end pliers. There was notable green ooze from the end of the metal connector prior to being reconnected to the new controller. Log files were submitted for review and captured constant power cable disconnect alarms on the black power cable of the system controller, showing zero for the relative-state-of-charge (rsoc), and it was noted the alarms were occurring on the power module as well.